Event description:
It was reported that during implant attempt, the right ventricle (rv) lead was too short due to patient anatomy. The rv lead was not used and a new rv lead was attempted. The new rv lead had to be repositioned several times and then the helix would no longer extend. A different rv lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was also noted that there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.